Event description:
Physician was performing an intervention on the left anterior descending (lad) artery. The interventional wire fractured and moved down the vessel and remains in a small branch. Per physician this has zero potential of harming the patient.====================== health professional's impression======================does not know-has only seen this happen twice before.